Event description:
It was reported that: the pt has pain in the groin and the outside of the leg at the implant site since the surgery. The pain feels as though she is being stabbed. She has this pain at least once a day. She has had numerous x-rays and her surgeon says the implant looks fine. The cause of her pain has not been determined.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.